Event description:
It was reported that during device change out for normal eri, externalized conductors were noted via x-ray. No electrical anomalies were detected. The lead remains implanted. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.